Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional who reported left side "breakage of the prosthesis". Device status is unknown.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight within specifications, deformation and crease fold. Gel was observed to be cloudy after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional who reported left side "breakage of the prosthesis ". Device has been explanted.